Manufacturer narrative:
The field service engineer (fse) was at the customer site on 03/03/2016. The fse observed that the bearings in the yza assembly were loose; therefore, throwing off the probe alignment. The fse replaced the yza assembly to resolve the reported issue. The repairs were verified per established service procedures. (B)(4).

Event description:
Customer stated ca control is failing bilirubin false negative on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.